Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed on 2007, the patient experienced breakage of the implanted genesis ii posterior stabilized high flexion insert size 5-6 11mm. This happened on (B)(6) 2022 when the patient was crossing legs and a "pop" sound was heard. This adverse event was treated with a revision surgery on (B)(6) 2022. Patient's current health status is unknown.

Manufacturer narrative:
H10: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The implanted device is damaged and broken and has discoloration from use. According to clinical/medical investigation a revision was performed approximately 15 years post implantation due to ¿breakage¿ of the insert ¿when the patient was crossing legs and a "pop" sound was heard¿. Responses to the clinical information requests have not been provided as of the date of this medical investigation. The explant photo appears to support the complaint with a fractured post. The patient's current health status is unknown. Without the requested documentation, the root cause of the reported event could not be definitively concluded. Patient impact beyond the reported ¿pop¿ during the leg-crossing event and subsequent revision with findings of a fractured post of the patellar component could not be determined. No further medical assessment is warranted at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The probable causes for this reported event could be but not limited to patients anatomy, traumatic injury, or abnormal motion/loading of the limb. The contribution of the device to the reported incident could be corroborated as there is visible damage to the device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal reference number: (B)(4).